Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they were laying on their left side they could feel the stimulation by their bottom by their butthole and the representative put it on 1. 2 but their right leg was buzzing now. Patient stated they turned the intensity down to 1. 0 but they still felt that uncomfortable sensation with certain postures. Patient reported they first noticed the buzzing down the right leg when they moved off of their left leg the night of the surgery. Patient noted they had a very hard time sleeping because the stimulation was zinging down their foot unless they laid on the left side. The patient was redirected to their healthcare provider to further address the issue.